Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was damaged during an upgrade procedure. The damage resulted in loss of capture and high out of range pacing impedances of greater than 2000 ohms. The observations were confirmed on the pacing system analyzer. In addition, during the removal of the ra lead, the lead separated and the distal end of the lead was left in the patient. A femoral approach was used to retrieve that portion of the lead successfully. No additional adverse patient effects were reported.